Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with missing end cap sticker. Unable to verify motor error alarm due to button/keypad anomaly. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a button error alarm, and an unresponsive keypad. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.